Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels reached 567 mg/dl. The customer experienced nausea, vomiting and excessive thirst. Troubleshooting was not possible because the caller did not have the insulin pump. Advised the caller to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.